Event description:
During a remote follow-up, a high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.